Event description:
It is reported that the surgeon implanted this device in 2008. The surgeon attempted to use a trilogy shell, and the locking ring would not move freely. The surgeon opened up a second shell, and used the locking ring from it. The device was implanted but, the locking ring still not move freely.

Manufacturer narrative:
Eval summary: the returned device was reviewed. It was observed that there was no significant indications of damage to the trilogy milti-hole shell. The locking ring from the multi-hole. Shell is unavailable for analysis and it's condition is unk. It is unk if the liner was attempted to be inserted as per surgical technique. As the surgical notes are unavailable, it is most likely the locking ring was misaligned and when the poly liner was attempted to be inserted, the locking ring may have deformed during extraction from the shell and/or insertion into the other shell which may have caused it to not move freely. This may have caused the locking ring to not mate properly with the poly liner. However, the exact cause of the current situation can not be conclusively determined. Eval: device history records indicate device manufactured to spec.